Event description:
The customer states that the 5.5 ped trach tube caused minimal bleeding due to the distal end not being beveled and cut straight across. The tube was removed from the pt and discarded, however, the customer stated that they discovered another tube with the same issue and they will send this sample to the MFR for eval. The pt was re-intubated with a proper tube and no further treatment was necessary.